Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 1.5; lab: 2.2. Clinician provided information retrieved from the inratio meter. No patient information was provided.

Manufacturer narrative:
Investigation pending.